Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. Patient also reported the cannula was inserted, but when they stood up the pod fell off causing the cannula to dislodge. The cannula was noted to be bent. The pod was worn less than one hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.